Event description:
It was reported that the patient confirmed an excess tubing on left groin and difficulty compressing the inflatable penile prosthesis (ipp) pump. A surgical procedure was performed to replace the system. There were no patient complications.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).